Manufacturer narrative:
1038671-2023-00900, 1038671-2025-00498 report numbers. D10: 244-22-11 - optetrak hi-flex tibial insert, sz 2, 11mm. 244-02-02 - optetrak asy hi-flex ps cem fem, sz 2, left. 200-02-32 - three peg patella 32mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00900. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, tibial loosening, and femoral loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Event description:
As reported via legal documentation, this patient underwent a left total knee arthroplasty. After the left total knee replacement surgery, the patient began to suffer from symptoms including but not limited to prosthetic wear, instability and loosening, pain and lack of mobility. As a result of these symptoms, patient underwent left knee revision surgery approximately 2 years 4 months after their initial replacement. The revision reported may have been the result of an insufficient bond between the implants and the bones, which left to aseptic (non-infected) loosening and instability. However, this cannot be confirmed as the explanted devices were not returned for evaluation, and radiographs/photographs were not provided. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No further issues or complications were reported. No additional information is available.